Event description:
It was reported a patient presented in clinic after receiving an inappropriate shock. It was determined intermittent atrial under-sensing caused misdiagnosis which led to therapy. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.